Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the duckbill valve was stuck and not working properly. The item was removed from the circuit. There was no pt injury. The surgery was completed successfully without delay.

Manufacturer narrative:
Terumo received the actual device, and upon eval the complaint was not confirmed. Visual inspection noted no anomalies, and performance testing found the device to be operating according to specifications. There may have been clinical conditions that could not be recreated in the lab setting; however, customer technique may have caused the event. (B)(4) (no pt injury). (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u.